Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y, when the anastomosis was being sewn, the needle fell out of the device's jaws. Another device was opened to complete the case. There was no patient injury.